Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad was found detached from the arm clamp and it was observed that a piece 4mm in length x 1 mm wide was missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the white plastic layer in the jaws of the harmonic ace instrument was loose. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.